Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Data logs show that the "controller error" alarm occurred upon pump connection to the aic; this was followed by the "optical sensor system error" alarm. These alarms were reproduced multiple times with the same and another aic. No external damage or abnormalities were observed on the returned pump. When the pump was connected to the console, the placement signal railed out of specification and the "placement signal not reliable" alarm triggered. The 5s parameters of the pump's optical sensor were out of specification. Optical continuity testing revealed a damaged fiber line within the red handle near patient cable-kink protector interface. Both kink protector bonds were intact. No other damage or abnormalities were found. In conclusion, it was determined that the cause of the optical signal issue was a damaged optical fiber line. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient needing an impella cp device for mechanical circulatory support. The complainant reported that the automated impella controller (aic) gave a sensor failure alarm when connected to the impella cp pump. The aic was swapped in an attempt to troubleshoot the failure, but the failure remained. The pump was subsequently replaced, and the issue resolved. There was no patient harm as a result of the reported failure.